Event description:
Information was received indicating that during placement of a smiths medical portex® bivona® tts¿ tracheostomy tube the cuff did not inflate as intended. There were no reported adverse patient effects.